Event description:
Boston scientific received information that the health care professional (hcp) found out about a request for this right ventricular (rv) lead extraction. The patient was having problems for a couple of weeks. No further information is available at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.